Event description:
It was reported that the patient underwent a surgery for incontinence involving a sling device. An artificial urinary sphincter (aus) was implanted. There were no patient complications reported.

Event description:
It was reported that the patient underwent a surgery for incontinence involving a sling device. An artificial urinary sphincter (aus) was implanted. There were no patient complications reported.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported incontinence cannot be established as the product is not available for analysis. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a labeling review was performed and according to the sling mens instructions for use document, incontinence is documented as an adverse event. Also there is no evidence that the device was used or handled improperly. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.